Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/20/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings:during testing, the pump was powered on and the display screen was blank. The pump case was opened and the display was cracked. The damaged display was replaced with a test display, which then functioned properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump display screen became lighter and lighter until it went completely blank. The pump allegedly still made audible tones and vibrations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.